Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified that the device shows signs of repeated use with scratches on the handle of the inserter. One end of the clamp foot has fractured off and was not returned. A review of the device manufacturing records confirmed no abnormalities or deviations. Device is used for treatment. Radiographs were provided and reviewed by a radiologist. The review identified a single lateral view of the left knee with possible metallic foreign body overlying the proximal tibia posteriorly. With the available information, a definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). G2 - foreign: sweden. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the impactor fractured during surgery. A piece of the instrument was retained in the patient, and was identified on post op x-rays. The patient has persistent pain. There is currently no planned revision surgery. Due diligence is in progress for this complaint; to date no additional information or product has been received.